Manufacturer narrative:
Sections with additional information as of 14-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 23-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer's sister who stated the customer was still experiencing symptoms. Sister stated that on (B)(6) 2026 ems had been called for the customer; the customer's blood glucose test result when taken by the emt had been 539 mg/dl (fasting/non-fasting not provided). Customer had been taken to the ER; the diagnosis was high blood glucose and customer had been given an IV to lower his blood glucose. Sister stated that result had come down to 433 mg/dl and customer had been discharged on (B)(6) 2026. Note 2: manufacturer contacted customer in a follow-up call on 26-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-3). Sister is calling on behalf of the customer. During the call, a back-to-back blood test was performed by the customer and produced test results of hi and hi using true metrix air meter. Caller advised that she is going to contact the customers pcp. The customer does not know his expected blood glucose test result range; per the caller, the customer was just diagnosed on (B)(6) 2026. The customer reported feeling weak; medical attention was not needed at the time of the call. Per the caller, the customer's symptoms began prior to the customer obtaining the meter/strips. Per customer, the product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/31/2026 and per the customer the open vial date is 1/22/2026. The meter memory was not reviewed for previous test result history.